Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller with the reset process, and the caller mentioned they would call back once the charger was available to complete the reset.